Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii or higher.

Event description:
Healthcare professional reported unknown side "capsular contracture baker grade iii or higher was found in 3 breasts." This record represents one of the three cases where capsular contracture grade iii or higher was found. Device remains implanted.